Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as a customer had not yet begun use of pump for insulin therapy at the time of the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.